Event description:
It was reported that there were concerns regarding inappropriate shock therapy delivered to the patient with this implantable cardioverter defibrillator (ICD). The patient experienced a possible rapid ventricular response (rvr) due to atrial arrhythmia, which could not be converted despite exhaustive therapy. No additional patient adverse events were reported. This ICD remains in service.